Event description:
It was reported that the patient arrived at the clinic on (B)(6) 2015 for a pump refill. The doctor expected approximately 14ml of drug in the pump and retrieved approximately 40ml. The patient did not experience any withdrawal symptoms or increased pain. Per the doctor, review of the previous refill on (B)(6) 2014 showed no issues. The patient was brought in for a dye study on (B)(6) 2015 and they were unable to aspirate the catheter. X-ray showed no obvious discontinuities or breaks. The doctor suspected the catheter may have had a kink or was possibly withdrawn from the intrathecal space. It was noted that the catheter was 23 years old. Review of the pump logs showed no issues with the pump. The doctor did not suspect the pump as the problem. Initially the doctor planned to replace the catheter on (B)(6) 2015 and measure drug volume in the pump at that time. The catheter revision was rescheduled and replaced on (B)(6) 2015. The old catheter was not removed and there were no obvious issues noted at that time. The device system delivered dilaudid. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that there was no volume discrepancy on 2015-(B)(6). The physician believed the cause of the original discrepancy was related to the catheter issue, either the catheter was out of intrathecal space or somehow kinked. The patient was doing well as of 2015-(B)(6).

Manufacturer narrative:
Concomitant products: product ID: 8703, lot# j92100933, implanted: (B)(6) 1992, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).